Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9610726-2011-00381. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The surgeon noticed that the package of the 'hmrs extension piece 100mm' was broken before use though 'hmrs extension piece 100mm' and 'hmrs distal femur left 140mm' was scheduled to use. So, the surgeon used 'hmrs extension piece 80mm' and 'hmrs distal femur left 160mm' were used instead of them and the procedure was completed. The inner blister package of 'hmrs extension piece 80mm' was also damaged. But, the product was used for the op because the outer blister was not damaged.